Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing was unable to duplicate reported complaint. The last basal and the last bolus were delivered on (B)(6) 2014. The suspend history shows the pump was manually suspended on (B)(6) 2014 17:48 and manually resumed (B)(6) 2014 20:21. No alarms related to the complaint noted in the alarm history; only typical usage observed. The tdd¿s add up appropriately; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test (see attached results). Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Unrelated to the complaint, the display screen has a pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: between (B)(6) 2014, the patient experienced blood glucose (bg) excursions from 500mg/dl to 600mg/dl. During this time the reporter changed out the infusion set three times using the patient¿s upper left arm, upper right arm and abdomen for site locations. The reporter denied bent cannula or site issues. On (B)(6) 2014 at approximately 0935 hours, the reporter brought the patient to the hospital with a bg of 600mg/dl and large ketones. The patient was experiencing severe nausea. The patient was admitted to the hospital for the bg excursion/ large ketones and the pump subsequently removed. The patient is being treated at the hospital with injections of novolog and lantus. The doctor advised the reporter the pump is not delivering the basal rate and this caused the bg excursion. A review of the pump history and features showed the following: no related alarms, no interruption of basal rate, all boluses delivered as programmed. Customer support (cs) found basal rates and times are programmed correctly and that no interruption of the basal rate took place; found all other features programmed and working as intended. Cs advised the reporter the pump is functioning as intended, but will be replaced per doctor¿s request, and advised reporter to contact patient¿s hcp to review site locations. This complaint is being reported because the alleged delivery issue was not resolved and the patient experienced hyperglycemia.